Manufacturer narrative:
Hosp reported no malfunction of unit and it was used in another procedure with no problem. They have since decided to return it for eval, but have not released it yet.

Event description:
Allegedly, doctor was beginning a da vinci code robot assisted hysterectomy; shortly after introducing a veress needle, they noticed vital signs were failing. They resuscitated pt and she was taken out of the operating room and placed on a ventilator; she was taken off 2 days later and expired. Hospital's investigation has not confirmed whether needle nicked artery or whether pt had a pre-existing condition that would allow co2 to enter blood vessel; but they believe the co2 leaked into bloodstream and impacted the heart and possibly the brain. Hosp stated thermoflator did not malfunction; it was used successfully in a subsequent case.